Event description:
It was reported that, during a lap chole, the ratchet was not working and the clips deployed in multiples and fell into the surgical site. The clips were retrieved. No pt injury was reported and the procedure was not altered."